Event description:
Subsequent to the implant of a protegen sling for treatment of urinary incontinence, the patient experienced vaginal discharge, bladder spasms, abdominal cramping, abdominal and pelvic pain, dyspareunia, urinary tract and bladder infections, and leakage. The patient reported that during surgery to remove the sling, scar tissue was encountered in the bladder and vagina areas, sling material was embedded in the bladder, some of the sling material was "floating" and much of the sling had disintegrated. Some of the sling remains in the patient. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, the co was unable to determine if the device met specifications, and the co was unable to determine the specific relationship of the device to the event.